Manufacturer narrative:
Details of complaint: on (B)(6) 2018 customer stated that during a generator test, the cns device, pu-621ra-c s/n (B)(4) shuts down unexpectedly due to ups not being in good shape. Once the cns was reconnected [to a good power source], it became stuck on the intel matrix screen indicating it needs a raid configuration. Device was sent to nka for evaluation and repair. Nka repair center replaced both hard drives to resolve the issue. No information regarding the ups device was provided. Service requested: repair. Service performed: repair. Investigation summary: based on the information provided, the raid hard drive failure occurred after the power failure. Device has no previous history of hard drive failures. It is unknown if customer had previously replaced hard drive as part of the preventative maintenance. Based on the sequence of event, the cause of the reported hard drive issue was attributed to ups failure. With limited information available regarding the ups, the root cause of its failure is unknown. The following fields are not applicable (na) to this report: a2 - a6 b2 d6 - d7 f10 g6 h2 h7 additional information: b4 date of this report b6 relevant tests/laboratory data b7 other relevant history d4 lot # & expiration date d9 name and address of reprocessor d10 device availability d11 & c2 concomitant medical products f6 date user facility/importer became aware of the event f7 type of report f11 date report sent to FDA f13 date report sent to manufacturer g4 date received by manufacturer g7 type of report g8 adverse event h2 if follow-up, what type? H3 device evaluated by manufacturer h6 event problem and evaluation codes h9 correction/removal h10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) (consignment unit) shut down, due to a uninterruptible power supply (ups) failure. They reconnected the cns and it was stuck on the intel matrix screen on restart, indicating it needed a raid configuration of the hard drive(s).

Manufacturer narrative:
The bme swapped the tower out with a spare to continue monitoring and will decide whether they would like to send the consignment unit in for repair or return it. No harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) (consignment unit) shut down, due to a uninterruptible power supply (ups) failure. They reconnected the cns and it was stuck on the intel matrix screen on restart, indicating it needed a raid configuration of the hard drive(s).